Manufacturer narrative:
MDR . - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced issues with 3 infusion sets, all of the same type. The tubing was leaking at the site on multiple occasions (15-apr-2024, 17-apr-2024, and 19-apr-2024). The infusion sets were in use for 2 days each. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.